Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device unexpectedly lost power. The modem cable is causing loss of power that is unexpected. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.